Event description:
The consumer reported she had fallen down the stairs 2-3 days ago ((B)(6) 2016). A day after the fall, she thought her battery pack had moved. The implantable neurostimulator (ins) was not as deep as it could be. They had had complications getting it in deeper. The patient then clarified that when she had the battery pack put in, they had not put the implant as deep as they could have put it. They could have gone deeper and this was noticed when she started healing. It was noted the patient fell right on the battery pack. When the patient laid or sat a certain way, it would bother her. She felt pressure and discomfort, and it was sore, but the patient was not in pain. The patient immediately called her physician following the fall. The doctor had told her to turn the ins off if the stimulation was bothering her. The patient indicated the stimulation was not bothering her. The patient had recently moved and was not sure if her new urologist was familiar with the device. It was indicated the patient had chronic kidney stones. Information received about 2 weeks later via the consumer reported the patient was told if the lead was bothering her, to turn it off. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.